Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the patient connector pins were broken. It was not specified which connector pins were in question.